Event description:
Indication: common variable immunodeficiency, unspecified; selective deficiency of immunoglobulin g [igg] subclasses. Pt reports their pump is not "working well". No specifics provided. Unknown if pt missed a dose, had an interruption to therapy or if adverse event(s) occurred due to product issue. Pharmacy replacing pump. Pump associated with event available for return. Serial number and maintenance due date for pump not provided. No further info. Reported to (B)(6) by: patient/caregiver.